Manufacturer narrative:
A manufacturing review that included a review of sterility records was performed and found that the lot was manufactured to specification. Regarding infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." It is reported that the patient was diagnosed in 2011 with a perforated bowel, based on the information provided this does not appear to have any association to the bard device in question. Currently it is reported that the patient has chronic abdominal pain and discomfort. Based on the information provided the patient has a complex medical history, including chemotherapy treatments just following the implant of the device, which may have contributed to the patient's wound healing issues. At this time no definitive conclusions can be determined. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The follow was reported to davol: on (B)(6) 2002 ¿ the patient underwent breast reconstruction surgery due to breast cancer which included removing part of her abdominal muscles a bard flat mesh was used to help support the abdomen. On (B)(6) 2002 ¿ the patient developed an infection and her abdominal wound started to dehisce. In 2002 - the patient underwent chemotherapy treatments every 3 weeks for a total of 5 treatments. The dissolvable sutures started to detach from placement and her wound began to open more and more with every chemotherapy treatment she received and as her wound continued to open, the surgeon debrided and removed the flat mesh as it continued to surface. In 2003- the patient went to a follow up appointment due to the abdominal wound presenting with a foul odor while performing wet to dry dressing changes, the doctor took a wound culture, and she was diagnosed with (B)(6). (The patient was in (B)(6) at this time) on (B)(6) 2003 - the patient was referred to another surgeon in (B)(6) who decided to surgically close her abdominal wound. During this procedure the surgeon noted a residual amount of the flat mesh. On (B)(6) 2004 - the patient returned to the united states and developed lyme disease after being undiagnosed for 3 years. In 2010 ¿ the patient underwent a laparoscopic cholecystectomy, the surgeon noted that the residual mesh (davol flat) was in place and nothing was determined to be wrong with the mesh. In 2011 ¿ the patient was diagnosed with a perforated bowel, had a colonoscopy performed and was diagnosed with diverticulitis. Currently it is reported that the patient has chronic abdominal pain and discomfort and continues for follow up with her oncologist on a yearly basis. Maude event report mw5067291, was received at davol following the initial report from contact to davol. The information provided in the maude event report was included in the information previously provided to davol by the contact.